Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The adjustable pressure limiting valve diaphragm was replaced, and the unit was returned to service. The customer contact reports there is no patient information available.

Event description:
The hospital reported the unit was not manually ventilating as expected. There was no report of patient injury.